Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a damaged grommet and a lodged setscrew with a rounded socket and foreign material on the set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the physician inserted the torque wrench into the setscrew to connect the lead, however, the setscrew was unable to be tightened after multiple turns. When the physician removed the torque wrench, the setscrew was fixed at the end of the wrench. The device was not implanted and replaced.